Manufacturer narrative:
The facility materials manager will be sending in the sample for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
The facility materials manager reported the sleeve of the trocar cannula broke off into the patient's eye. The sleeve piece was removed from the eye during the procedure. Additional information received stated the sheath remained in the sclera and did not touch the retina. The event occurred at the beginning of the surgery. The surgeon extended the scleral incision to remove the sleeve. The case was completed. No patient injury was reported.